Manufacturer narrative:
At this time, no suspect sample or photos have been provided. Therefore, root cause has not been determined yet. PMA/ 510(k): enforcement discretion vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that once the airlife® arterial blood sampler is in the radial artery, the blood either does not pass through the syringe or rises slowly. Even worse, it can flow back. It happened during patient use, but no information regarding outcome or intervention.

Manufacturer narrative:
The device history record for the part number 9025eu with lot number 0004168152 and UDI code (B)(4) was reviewed for any issue related during its manufacturing. The complete lot was manufactured, inspected and released on 14nov2020 per our internal procedures and no issues were found.however, recently there are received complaints with a similar issue.therefore, the defect reported by the customer was confirmed, due to similar complaints. Based on the investigation we determined that the process, equipment and material are related to the reported defect. Manufacturing process is related with the defect reported by the customer, since there are 4 documents that depicts the process of inspection for the barrel, processing of the silicon swab, quality assurance of the barrel assembly and potential failure mode effects analysis, each one of them has potential to contribute to the problem because of the following: spm 75-10061 etal indicates that spread operation for silicon excess is optional to operator criteria with no details of change frequency or spread steps. Pqas 75-10061 etal does not have a method for the fill time of the syringe assembly, it only indicates to perform a visual inspection. Inspection procedure rmqas 001-102000 does not have any method to evaluate the amount of silicon. And, pfmea does not contain failure modes related to syringe fill time. Silicon excess spread process is a potential contributor for the problem of syringe not drawing the blood sample, when the "swab" is the proper of the correct one the silicon spread operation, it is necessary to review it. Material is related with the reported defect, as 001-102000 barrel has the potential to contribute to the problems of syringe not drawing the blood sample as the excess of silicon in the barrel chamber can clog the venting pathway; there are no details about the specification sp100001 concerning to the amount of silicon that has to be into the barrel or a way to the measure it during at vyaire. In addition pfmea 66a was reviewed and we have the controls for the failure mode reported in this complaint.